Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as ¿the dark blue inner part of the transfer set came loose¿. This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d10: minicap (previously submitted as ni). Additional information was added to b5, h6, and h11. B5: it was further reported that after the transfer set separation occurred, the patient screwed the female connector back in place and placed a minicap. The next night, after the patient performed automated peritoneal dialysis, they tried to remove the patient line from the female connector and noticed the female connector became "loose" again. The patient disconnected and stopped therapy. The patient's family member used a clean tissue to screw the loose female connector back to the transfer set. The transfer set was replaced. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.